Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin.